Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that there was a problem during rotation of the monopolar curved scissors instrument, instrument was removed to check and when reinstalled the system doesn¿t recognized. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument moved in the intended direction and there was no unintuitive/uncontrolled/unexpected motion.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.